Manufacturer narrative:
Report late due to transition from vmsr program. This report was initially reported to the FDA through vmsr report # 1416980-2020-00151. (B)(6). The device was manufactured between 06jun2019 and 07jun2019. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. After the luer cap was removed, continuous flow was observed at the distal luer. A functional flow rate test was performed, and the flow rate of the device was determined to be within specification. The reported condition was not verified. The device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a small volume folfusor would not flow. The event occurred during patient infusion of 5fu. There was no patient injury or medical intervention associated with this event. No additional information is available.